Event description:
Caller reported receiving a minimum fill notification. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge and was instructed by technical support to clean the pneumatic tap area on the pump. Reloading the same cartridge resolved the issue, allowing the customer to resume insulin delivery successfully.